Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that one grip cable was found to be broken and strands stuck out in between grips. The segment that was stuck out measured approximately .617. The idler pulley that held the grip cable in place was damaged. An additional observation not reported by site was that the instrument's distal pulley exhibited mechanical indentations/burrs. The pulley exhibited multiple indentation on the edges and on the surface. The surface also had scratch marks. Evidence not conclusive, but mechanical indentations/burrs damage may be due to likely mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's grip cable could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci prostatectomy procedure, the customer noted that the large suturecut needle driver instrument cable was broken. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.